Event description:
Additional information received from the patient stated they have a new urologist who is familiar with the interstim therapy and has an appointment on (B)(6) 2020. The patient indicated they will not give up until they see the new doctor.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# v516453 implanted: (B)(6) 2010, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient, and a healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction / sacral nerve stimulation and gastrointestinal / pelvic floor therapy. They reported that they were sore all of the time right at their implant, and that this started about a year ago. The patient said they slipped a long time ago but caught themselves with their hand. They noted they had been leaning over more than usual to garden and weed, and when they bent over, the pain would really increase. The patient had positron emission tomography (pet) and computed tomography (CT) scans and were told they did not have any hip issues. They also reported that about two months ago, they noticed a return of frequency symptoms, where they had to go every fifteen minutes. Sometimes they would go an hour without going, however, the symptoms occurred all day and through the night. About two weeks after their return of symptoms, the patient saw their healthcare provider and manufacturer representative and were reprogrammed, but they still had not noticed any improvement. The patient checked their other programs and were set to the upper range of settings on all of them. While on the call, they switched to a different program, and noted they would monitor and track their symptoms and adjust as needed or switch programs as needed. They would provide an update to their healthcare provider. When the patient previously asked their healthcare provider if they would replace their battery when it depleted, they said they would not. They were redirected to ask their healthcare provider for a specific reason, but the patient mentioned other unrelated medical issues which may have been the cause. Additional information was received from the patient. They reported that they do not want the therapy any more because it is not working, and they have had so many problems lately. They said that they fell, and the lead wires pulled out. They said this happened around 2019. They tried re-programming it and worked for a while. Then it just got to where they were having to turn it up so high in order to feel it that it hurt but if they turned it down it didn't work for their symptoms. They said they have had a problem with it this whole year. They wanted to turn therapy off so patient services walked the caller through check their settings and turn therapy off. The patient wanted to know what to do with the remote and patient services advised them to keep the remote because they own it and if they were to ever need a head MRI they need to prove its off. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was waiting to be scheduled for a lead and battery replacement. Additional information received from the patient stated they have a new urologist who is familiar with the interstim therapy and has an appointment on (B)(6) 2020. The patient indicated they will not give up until they see the new doctor. Additional information was received from the patient. They reported that they were having the same issues that were previously reported. After connecting to the implant, it was noted that stimulation was off. The patient turned stimulation back on and increased to 6.2 on program 3. It was noted that they would follow up with their new healthcare professional.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# v516453 implanted: (B)(6) 2010 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated having a fall and afterwards it wasn't working. They tried reprogramming it but it did not work. No actions or interventions will be taken. No further complications were reported.

Event description:
Additional information received from the patient stated they have a new urologist who is familiar with the interstim therapy and has an appointment on (B)(6) 2020. The patient indicated they will not give up until they see the new doctor.

Manufacturer narrative:
Updated g4 to correct reported event date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v516453, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jul-2014, UDI#: (B)(4). Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that they were sore all of the time right at their implant, and that this started about a year ago. The patient said they slipped a long time ago, but caught themselves with their hand. They noted they had been leaning over more than usual to garden and weed, and when they bent over, the pain would really increase. The patient had positron emission tomography (pet) and computed tomography (CT) scans, and were told they did not have any hip issues. There were no device issues or further patient complications reported at this time. Additional information was received from the patient. They reported that they do not want the therapy anymore because it is not working, and they have had so many problems lately. They said that they fell, and the lead wires pulled out. They said this happened around 2019. They tried re-programming it and worked for a while. Then it just got to where they were having to turn it up so high in order to feel it that it hurt but if they turned it down it didn't work for their symptoms. They said they have had a problem with it this whole year. They wanted to turn therapy off so patient services walked the caller through check their settings and turn therapy off. The patient wanted to know what to do with the remote and patient services advised them to keep the remote because they own it and if they were to ever need a head MRI they need to prove its off.